Event description:
Patient noticed left breast was getting smaller. Doctor noted implant leaking after explantation, reason unknown.

Manufacturer narrative:
Implantation time: 75 days. Event deflation. Failure noticed: micro-wholes(x2). Control quality department investigation: source of the defect unknown. Assurance quality department decision: no conclusion about the deflation announced can be made. Protection measures decided: none, it is not a failure imputable to the product.